Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced a marked worsening of depression without a clear precipitating factor. It was noted that the vns is near end of service based on duration of use. It was noted that the patient would be referred for consultation of vns replacement. Surgical consultation notes dated (B)(6) 2014 noted that the generator is near end of service and the patient is ready for a generator replacement. Surgery intervention has not been performed to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on 05/19/2014 due to battery depletion. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
The initial manufacturer report inadvertently did not include information regarding the patient's suicidal ideations.

Event description:
The clinic notes indicate that the vns patient's depression was worsening with suicidal ideations.